Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on all of the lead. There were no external factors that contributed to the event. The diagnostics/troubleshooting and action taken to resolve the event was replacement of the lead. The issue was resolved at the time of this report. No patient symptoms were reported. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565, explanted: (B)(6) 2017, product type: lead. Product ID: 37081-60, serial#: (B)(4), product type: extension. Analysis of the lead showed that the proximal end connector was not completely seated in the extension. There was a setscrew impression in the number 8 connector that was too proximal indicating that the lead was not completely inserted in the extension. The connector sleeve was crushed near the crimp sleeve and the welds between the crimp sleeve and connector sleeve were broken. There was a setscrew impression in the number 0 connector was too proximal indicating that the lead was not completely inserted into the extension. The welds between the crimp sleeve and the connector sleeve were broken possibly by the setscrew being tightened too proximal near the crimp sleeve. There was also a setscrew impression in the correct location on the connector that may indicate it was connected properly at one time. There was no shorts between circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.